Event description:
A telemetry tech noted a 0549 on 9/221/99 that a segment of the pt on telemetry pack #9s rhythm strip was transposed onto pt #12s rhythm strip. Hosp also experiencing episodes where groups of telemetry strips gradually fade on the monitor and then disappear. This occurs randomly for periods of time without any identifiable causes. Although hosp has had no pt injuries related to the latter, there is great potential for a life-threatening error. These problems have been noted off and on since purchasing this system in 1994. Extensive measures have been taken to correct these and other problems experienced with this system. On 6/3/96 hosp received a letter from vitalcom engineering stating errors of this nature were fixed with software verion 5.03. On 4/25/97 hosp again received a letter stating these issues were resolved with software version 6.02.25.